Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery (rca). After predilating with an unspecified balloon, the 3.50x16mm taxus liberte stent delivery system (sds) was advanced but was unable to cross the distal curved portion of rca middle. The lesion was dilated again. The sds entered the body a total of three times but was never able to cross. After the third attempt, when the physician removed the device, a stent strut was lifted up. The procedure was completed with a taxus liberte 2.75x12mm stent. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
Pt: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).